Event description:
It was reported to boston scientific corporation that speedband superview super 7 device was used in the esophagus during an esophageal varices procedure performed on (B)(6) 2021. During the procedure, it was impossible to deploy the bands. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.